Event description:
The hospital reported that, during a case, the clinician noted flow sensor data was missing on the display. The unit reportedly alarmed 'check flow sensors'. The flow sensors were reportedly changed out but did not resolve the reported complaint. The anesthesia machine was swapped out and the case was completed. There was no reported patient injury.

Manufacturer narrative:
This case is considered reportable, based on a previously reported sentinel event ((B)(6)). Following the case, the hospital biomed inspected the equipment and noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The biomed reported that the damaged diaphragm was due to a user error as the staff cleans the flow sensors, damaging the diaphragm. The aisys user reference manual warns the user: "do not clean the interior surfaces of the flow sensors. Use a damp cloth on external surfaces only." The cleaning manual warns the user: "do not insert any objects into the flow sensor to clean the interior surfaces. Damage to the flow sensor can occur. Use a damp cloth to clean external surfaces if needed." Manual mode of ventilation is available to maintain ventilation of the patient.